Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurately high results. The reporter alleged readings of "7.2 mmol/l" on the lfs meter compared to "5.2 mmol/l" on an aviva nano meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings: the meter was tested and the complaint was not reproduced. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.